Event description:
The only information known at this time is that the customer reports the device is defective / hole in balloon and it ruptured at 12atm. The event date is unknown.

Manufacturer narrative:
A device evaluation is anticipated but the product has not yet been received by cordis for analysis.additional information will be submitted within 30 days of receipt.cypher select product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (B)(4),

Manufacturer narrative:
Attempts to obtain additional information from the reported have been unsuccessful. One non-sterile cypher select + 2.25 x 18mm was received coiled inside a plastic bag. The balloon was already inflated and had a full axial burst. The stent was not received. Residues of inflation medium were observed in the inflation lumen. Bends were found; this condition on the shaft could be related to the way the unit was sent for the analysis. No other damages were found in the received unit. Leakage test was not done because the balloon was burst. Sem results showed that the balloon external surface exhibited evidence of splits and abrasions near the tear edge. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause for the confirmed balloon burst could not conclusively be determined, however neither the DHR review nor the product analysis suggests the failure reported could be related to the manufacturing process and no corrective actions will be taken at this time. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors may have contributed to the event. However, with the limited information provided no determination regarding potential contributing factors could be made.